Event description:
Peak cautery was faulty - handpiece worked intermittently. New handpiece tried and worked correctly. No harm to pt. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick up by calling my number below.